Event description:
Incident location: (B)(6). This is my home address, united states. Product description: sunbeam heating pad controller malfunctioned and overheated enough to melt its housing and buttons. Heating pad was plugged in but not in use at the time. Purchase date: (B)(6) 2015, this date is an estimate. Explanation: I still have the product and I have contacted the MFR who has requested I send it to them.